Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would terminate 3d spins early. Both the hand switch and foot switch were attempted to be used without resolution of the issue. There was no patient involvement.

Manufacturer narrative:
H3, h6) the system was serviced in the field and new oil and silicone wagers on the high voltage (hv) candlesticks and 42 spins were performed to verify the ma imbalance error was no longer populating. The system then performed as intended.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial lot: unknown h2) additional information in section g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.